Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the insertion of the screw, the thread of the connecting screw broke, remaining jammed (extremity broken inside the dhs screw). The surgeon removed the dhs screw and replaced it with a new one. The surgery was very delicate because the key manipulated without connecting the screw. There were no consequences to the patient. This report is for 1 dhs/dcs coupling screw (338.310). This is report 1 of 2 for complaint (B)(4).